Event description:
It was reported that within one month of implant, possible perforation was noted with both leads. The rv (right ventricular) lead was repositioned to the rv low septum position, and the atrial lead was repositioned to the atrial appendage. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01 ipg, implanted: (B)(6) 2014. (B)(4).